Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter read inaccurately high in comparison to a laboratory device. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The patient, who was pregnant and in hospital at the time of the alleged product issue, reported that the alleged product issue began on (B)(6) 2017 and was unable to provide a time. She stated that she obtained blood glucose readings of 15 and 23 mmol/l on the subject meter compared to 10 and 16 mmol/l on a laboratory device performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy the patient manages her diabetes with insulin (no adjustments) and reported that she administered an unspecified insulin dose per the reading she obtained on the meter. The patient stated that on an unspecified time after taking the insulin she developed symptoms of ¿fever, esurience and trembling hands¿ which she associated with hypoglycaemia. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and the patient was using the correct testing steps. The blood sample was obtained form an approved site. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.